Manufacturer narrative:
An event of device embolization was reported. The patient was taken to open heart surgery for the removal of the device and closing the defect. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 6mm amplatzer vsd muscular occluder was selected for an implant relating to congenital ventricular septal defect. During the procedure, the device embolized into the right ventricle after being released into the interventricular septum. The physician believe that the embolization was caused by possibly larger fetus, irregularity in the septum. The patient was taken to open heart surgery for the removal of the device and closing the defeat. The patient remained hemodynamically stable throughout the procedure.